Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Prior to the event the consumer was experiencing low blood glucose results on her nova max link meter. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020414147, expiration date: 05/2016. Control solution lot # none. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.